Event description:
The customer reported that the loop broke on the resection electrode. The issue was found during a therapeutic hysteroscopic uterine fibroid resection and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.